Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the stylet was bent in the lead after multiple repositions. The lead was not used and replaced during the procedure. The patient was stable.

Manufacturer narrative:
The reported events were stylet bent and helix mechanism issues. The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned for analysis. Visual examination of the lead found the helix was retracted and clogged with body fluids. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The cause of the reported event was isolated to the dried body fluids in the helix. The reported event of a bent stylet was not confirmed. The associated stylet was not returned with the lead. Electrical testing found no indication of conductor fractures or internal shorts. Visual and x-ray inspection found no anomalies.